Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1ps3a serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member who said the patient was having "trouble with the device" and clarified they were experiencing shocking in their back. Prior to the call today, the patient turned therapy off, but they were still experiencing shocks. As a result of what was reported, the caller/patient were redirected to the healthcare provider (hcp) to check the ins/discuss options/symptoms/programming. Later on that day, additional information was received by a manufacture representative (rep) via a patient. Patient said they had pain at the medial portion of their ins incision all the time. They also said they had pain down their leg which only occurred when the ins was on; they tried turning the implant on and off and used several programs. No environmental/external/patient factors are known that may have led or contributed to the issue. Due to the unresolved pain at the implant site, the implant was removed and replaced. Upon removal, the ins and lead were inspected at the hub. The lead was inserted properly into the hub. No cracks or broken seals were observed on the lead at the insertion port. After removing the lead from the hub, the lead was inspected. No broken seals or leaks in the lead wire were noted. The ins and lead were removed and replaced; they will be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported about a week ago she felt "electrical surges" like when two wires touch each other near the ins site since (B)(6) 2018. The patient described shocking sensation and pain at ins site. The patient has turned the ins off and stimulation down to zero but she was still feeling the shocking at the ins site since (B)(6) 2018. The patient stated it looked like there was something sticking out of her back at the implant site since (B)(6) 2018. There was no traumas reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-03-04 10:28:03 cst pli# 10 product ID# 3058, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID: 3889-28, lot# va1ps3a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis information -- 2019-03-04 10:28:03 cst pli# 20 product ID# 3889-28, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was previously included in regulatory report, however there were no lead allegations and all coding was moved to the ins and lead complaint status changed to "no". (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that patient saw a doctor on (B)(6) 2018. The patient indicated that she was getting shock when the device was on and the made the decision to turn it off. The implant kept shocking the patient at the site every time they moved especially when they turned to the right. It felt like two wires arcing in their back. It would last for a minutes to up to 10 minutes. The implant was removed on (B)(6) by their doctor who made arrangement immediately as she could. The patient weight was 202 pounds and height is 6 inches.